Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during the intra-aortic balloon therapy, the balloon did not expand.

Event description:
Na.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between catheter and sheath. The maquet sheath was returned covering the catheter tubing and a small portion of the rear seal. A bend was observed on the returned sheath exterior. One kink was observed on the catheter tubing approximatley 71.3cm from the iab tip. The extender tubing, pressure tubing, one-way valve and three-way stopcock were also returned. The inner-lumen was found to be occluded. The occlusion was unable to be cleared. Multiple bends were observed on the inner-lumen within the membrane part of the iab. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and a leak was detected on the membrane approximately 2.8cm from the rear seal measuring 0.139cm length. One-way valve vacuum test was preformed, and it was able to hold vacuum. The reported problems were most likely triggered by a leak which was found on the membrane by the rear seal. The leak size suggests that a sharp object may have caused it, no marks were found around the leak. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that during the intra-aortic balloon therapy, the balloon did not expand. There was no injury and harm reported.

Manufacturer narrative:
Updated filed: b4, d9, e2, e3, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes and investigation conclusions) and h11. Corrected fields: d8. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between catheter and sheath. The non- maquet sheath was returned covering the catheter tubing and a small portion of the rear seal. A bend was observed on the returned sheath exterior. One kink was observed on the catheter tubing approximately 71.3cm from the iab tip. The extender tubing, pressure tubing, one-way valve and three-way stopcock were also returned. The inner-lumen was found to be occluded. The occlusion was unable to be cleared. Multiple bends were observed on the inner-lumen within the membrane part of the iab. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and a leak was detected on the membrane approximately 2.8cm from the rear seal measuring 0.139cm length. One-way valve vacuum test was preformed, and it was able to hold vacuum the reported problems were most likely triggered by a leak which was found on the membrane by the rear seal. The leak size suggests that a sharp object may have caused it, no marks were found around the leak. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.